Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, inappropriate antitachycardia pacing (atp) was observed. Double counting and a significant decrease of ventricular sense amplitude were noted. When the patient presented in clinic, rv lead dislodgement was observed via chest x-ray. The lead was repositioned. The patient was stable before, during and after the procedure.